Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4). Continuation products: dtbx2qq implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 5076-58 implantable pacing lead, implanted: (B)(6) 2013; 6935m62 implantable tachy lead, implanted: (B)(6) 2013.

Event description:
It was reported that an infection occurred. The patient was treated with oral antibiotics and the lead remains in use. No further patient complications have been reported as a result of this event.